Event description:
The customer reported that they were receiving hard drive and software error messages on the system

Manufacturer narrative:
The customer ordered a new hard drive and motherboard clock battery. The parts were delivered and installed.